Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after receiving shocks. Upon interrogation, the device declared battery capacity depleted. It was suspected that the shocks were a result of the ventricular fibrillation (vf) zone adjusting to 165 beats per minute (bpm). Device data was saved and analysis was performed. The analysis determined that the device reached battery capacity depleted due to a capacity measurement. 90 days later the device reached end of life (eol). It was reported that the patient is ill and at risk of infection, so device replacement is unlikely. No additional adverse patient effects were reported. The device remains in service.